Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf. The lens was stuck in the cartridge prior to insertion. The lens was not inserted and there was no patient contact or injury.